Event description:
It was reported that the right ventricular lead exhibited a fracture, loss of capture and high impedance. The lead was explanted and replaced. The patient's condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.